Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the cadiere forceps had a broken tip. The instrument still had a life. The procedure was completed with no reported injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the incident occurred during surgery, but no fragments of the material were lost and no harm was done to the patient. There have been no reports of fragments falling from the device during use. No action was taken as no fragments fell during use. The surgery was completed successfully and there were no complications in the post-operative period.